Event description:
The customer received questionable ion selective electrode (ise) results for an unknown number of patient samples that were discovered when some samples were flagged with delta checks. The customer repeated 50-70 samples from (B)(6) 2014 on cobas 6000 serial number (B)(4) and the results were different. Corrective reports were sent out for numerous patients. Of the data provided, only the sodium results for three patient samples were discrepant. Patient sample 1 initial result was 132 mmol/l and the repeat result was 138 mmol/l. Patient sample 2 initial result was 129 mmol/l and the repeat result was 137 mmol/l. Patient sample 3 initial result was 127 mmol/l and the repeat result was 135 mmol/l. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. The nurse stated one patient's saline was increased based on the initial result. The customer could not provide any information about who the patient was or anything about their diagnosis or medical issues. The customer did not know the outcome of treatment. No adverse event was reported. The sodium electrode lot number was b73 with an expiration date of 04/30/2015. The field service representative found there was a faulty dilution cup. He replaced the sodium electrode, internal standard, valves, and the dilution cup. The customer ran calibration and qc and accepted all results. The customer ran precision testing successfully. The field service representative found the instrument was performing to specifications. Follow up after the service visit confirmed the customer had not had any further issues.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.